Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 1.1 mmol/l. The customer reported hypoglycemia treated with ems/ambulance/ER visit, glucagon. The event involved product(s) mmt-1885. Troubleshooting was performed and it was unknown whether the insulin pump system was used within 48 hours of the reported low blood glucose event. It was unknown whether the auto mode/smartguard feature was active at the time of the low blood glucose event. No further patient complications were reported. The customer will discontinue using the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/18/2024 to 11/21/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 08-aug-2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 08-aug-2024 in the formatted history file. In further full review of the pump history/traces on the (primary) event date of 31-oct-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 31-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime: 10/31/2024 00:00:00.000, dailytotalofallinsulindelivered: 280250 (28.025 u). Dailytotalofbasalinsulindelivered: 90500 (9.05 u). Dailytotalofbolusinsulindelivered: 189750 (18.975 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date of 31-oct-2024 in the formatted history file. Lostsensor1alert (780) was found on: 10/29/2024 12:15:00.000. 10/30/2024 10:33:00.000, 10/30/2024 10:43:00.000, 10/30/2024 22:12:00.000. Sgcalibrationerror (776) was found on: 10/28/2024 20:22:22.000, 10/29/2024 17:33:05.000, 10/30/2024 13:00:47.000. Sensorerroralert (801) was found on: 10/29/2024 01:31:13.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly and pump/transmitter communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.